Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm epic plus mitral valve was implanted in the patient. The postoperative course was initially marked by respiratory failure in the setting of decompensated heart failure due to paroxysmal atrial fibrillation, even requiring readmission to the intensive care unit (ICU). The postoperative ultrasound study showed elevated gradients of the mitral valve prosthesis, with an initial suspicion of prosthetic dysfunction, which was later ruled out with additional ultrasound studies. The subsequent course was slow, with increasing systemic congestion when attempts were made to de-escalate diuretic therapy, requiring thoracentesis on three occasions. In this context, a new ultrasound study showed severe pericardial effusion, clearly progressive compared to the previous study, exceeding 22 mm at the level of the lateral wall of the left ventricle. On (B)(6) 2025, a pericardiocentesis (200¿250 ml of serous contents) was preformed and the patient experienced marked clinical improvement. There was no evidence of cardiac tamponade. The patient was reported stable. On (B)(6) 2025, the patient had attended a postoperative consultation and reported feeling well.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrial fibrillation and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported atrial fibrillation and pericardial effusion could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was admitted for pericardiocentesis. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.